Manufacturer narrative:
Batch review performed on 19 mar 2026. Lot 2416716: (B)(4) items manufactured and released on 05-sep-2024. Expiration date: 2029-aug-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection about 1 month after first revision surgery (due to stiffness). The patient had primary right knee surgery on (B)(6) 2024. The surgeon performed a washout and revised the 12mm gmk-hinge insert to a same size gmk-hinge insert. The surgery was completed successfully.